Event description:
The treating doctor reported the patient had constricted airway, swollen lips, full body hives and difficulty breathing. The patient indicated emergency room visit to alleviate the reported symptoms. The patient indicated that epinephrine and prednisone was prescribed to alleviate the reported symptoms. By now the patient is getting better and stopped the use of the product.

Manufacturer narrative:
The current instructions for use (IFU) contains the following: "warnings - in rare instances, some patients may be allergic to the aligner material (e.g., plastic, coating material) including aligners with occlusal blocks material.". When doctor was asked how the event is related to the use of the product they answered: allergic reaction to the aligners. There is no conclusive evidence provided that supports or opposes whether the invisalign system aligners caused or contributed to the severe allergic reaction (life threatening event). Therefore, an MDR is being filed in the united states per 21 cfr 803.